Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lab procedure, the device was closed on the back table and would not open. The release button was pushed and the device still would not open. No patient involvement training event.